Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert on the ilet system while using an infusion set and observed bent tubing; after initial straightening and resuming delivery, persistent hyperglycemia occurred and ultimately resolved only after changing all infusion supplies, with troubleshooting and education completed. Symptoms included elevated blood glucose. Outcomes included the need for user intervention and monitoring without medical treatment or hospitalization. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed an infusion pathway occlusion associated with the insulin delivery set that was alleviated after supply replacement. It was concluded that an occlusion in the infusion set caused hyperglycemia, which resolved following replacement of the affected supplies.